Manufacturer narrative:
(B)(4). Stent: 2 integrity bare metal stents, xience prime. Benadryl, hydralazine. There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction and hypertension are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure and two non-abbott bare metal stents were implanted. In (B)(6) 2012, the patient began to experience chest pain and on the morning of (B)(6) 2012, the patient underwent percutaneous transluminal coronary intervention and two drug eluting stents were placed: a 2.75 x 8 mm xience v stent in the first obtuse marginal artery and a 3.0 x 33 mm xience prime stent in the proximal circumflex artery. That evening, the patient began to feel "nervous", became hypertensive, had a rash over his chest and face and had uncontrollable systemic muscle twitching. Per the patient, he "felt like he was going to die." The patient was given benadryl and hydralazine. On (B)(6) 2012, the patient's ck-mb and troponin levels were elevated. The patient was started on plavix 75 mg bid for 1 week. The patient experienced further episodes of the same symptoms, with each episode lasting a few minutes to 30 minutes. The patient was discharged to home on (B)(6) 2012. The patient experienced another episode of symptoms and the patient was re-admitted on (B)(6) 2012. Cardiac catheterization was performed on (B)(6) 2012 and the stents were noted to be patent. The patient's protonix was discontinued and was discharged to home on 01/28/2012. The patient's experienced another episode of symptoms on (B)(6) 2012. The patient is being seen by his physician and additional diagnostic testing has been ordered. Neurology does not feel that the patient has had a cerebrovascular accident, as the symptoms are not constant. No additional information has been provided.